Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. During the procedure full elongation of the device was not possible. The device was bailed out forcing the "unelongated" device into the guide sheath . Bail out of the device without changing/increasing mitral regurgitation and high gradients. A second device was not implanted. There was no injury to septum or vena femoralis during/after procedure.

Event description:
As per new information the patient underwent to surgical valve replacement surgery.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for unable to elongate implant to reposition was confirmed with objective evidence of the returned device. No manufacturing non-conformities were found in the returned sample, the returned imaging was unable to confirm any device related issues or malfunctions. Available information suggests excessive manipulation of the device (multiple repositions to achieve optimal gradient) and difficult patient anatomy (a coaptation gap all above commissure, with largest gap and biggest jet in the medial area with no free anterior leaflet in this section, huge and strong chordae in the medial position), may have contributed to the implant inability to fully elongate. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.